Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation was able to confirm and intermittent keypad response of the 1st and 2nd soft keys caused by a failed keypad. All remaining keys performed as expected. As a result, the keypad has been replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that the 2nd soft key on a spectrum infusion pump keypad is not working. It was also reported that there was no patient injury.